Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set bent cannula event on 10 may 2026. The blood glucose level was high with and mild diabetic ketoacidosis and the patient was treated with insulin pen.